Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number has been identified; however, a device history record review has not been completed. Add'l info will be reported in a follow up report.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the moderately calcified, 90% stenosed, superficial femoral artery, during the second inflation, the fox plus balloon ruptured at 8 atmospheres. The procedure was completed with the deployment of a non-abbott stent. There was no adverse pt effect. Though requested, no add'l info was provided.